Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked for clarification on the device not working they stated that their hcp did not place it in the correct position. They stated that they had installed it wrong and that it never worked from day one. When asked what steps were taken to resolve the issue they stated that they had the device removed on (B)(6) 2022. When asked about the wires not being in the right place they stated that they were put in the wrong place and so was the battery which was still causing issues. This was resolved by removing the interstim and battery component.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the p ermanent device was implanted, she was told by the physician that wires were not in the right place and that was why the device was not working. The patient reported that the ns never worked. She reported that she had 2 md opinions after the ins was placed and the third md was going to implant a new one and the patient refused. The patient reported that discomfort remains at the site of the original battery. The device was removed. Patient was provided with the number for a patient support representative.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1vcyq); product type: 0200-lead; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.